Event description:
Description from the customer: "the heater cooler unit was plugged in and powered on but shuts off. The customer occurred during service / test. No patient was involved. (B)(4). (B)(6).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.